Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failed to open and an error message displayed ¿obstruction of a pocket needs to be clear and requires maintenance¿. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failed to open and an error message displayed ¿obstruction of a pocket needs to be clear and requires maintenance¿. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had reported a damaged row board, which caused the pocket to not stay in the tray. A field service engineer replaced the row board, ran diagnostics, and tested the drawer and all pockets. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.